Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device presented scope detection malfunction, with no recognition of the scopes. The issue occurred during service and maintenance. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was not returned to olympus for inspection, but a field service engineer evaluated the device, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: defect in circuit board set and not delivering an image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: defect in a circuit board set, which results in all older endoscopes not being recognized and not delivering an image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.